Event description:
It was learned through implant patient registry that a 19mm aortic valve was explanted after an implant duration of 6 years, 11 months due to unknown reason. The explanted valve was replaced with a 23mm valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional narratives: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H3: product evaluation: customer report of calcification was confirmed through observed calcification. Report of patient prosthesis mismatch was unable to be confirmed through visual observations. X-ray demonstrated metal band was bent outward around leaflet 2 and a calcification nodule on the host tissue overgrowth encroaching over leaflet 2 on the outflow aspect. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Sewing cloth was cut around the valve around leaflets 1 and 3 and exposed metal band around leaflet 1 on the outflow aspect. Wireform was exposed on commissures 1 and 2 and around leaflet 2 on the outflow aspect.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of hld and dm. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H10: additional narratives: updated h3 and h6 per new information received. H3: product evaluation: customer report of calcification was confirmed through observed calcification. Report of patient prosthesis mismatch was unable to be confirmed through visual observations. X-ray demonstrated metal band was bent outward around leaflet 2 and a calcification nodule on the host tissue overgrowth encroaching over leaflet 2 on the outflow aspect. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. All three leaflets were thickened and swollen at the free margins near the commissures. Host tissue overgrowth and thickened leaflets restricted leaflet mobility and led to stenosis. Sewing cloth was cut around the valve around leaflets 1 and 3 and exposed metal band around leaflet 1 on the outflow aspect. Wireform was exposed on commissures 1 and 2 and around leaflet 2 on the outflow aspect.

Manufacturer narrative:
H10: additional narratives : updated b5, b7, and h6 per new information received.

Event description:
It was learned through implant patient registry that a 19mm aortic valve was explanted after an implant duration of 6 years, 11 months due to calcification and prosthesis patient mismatch. The patient presented with sob. The explanted valve was replaced with a 23mm valve. The patient outcome was stable.